Manufacturer narrative:
Batch review performed on 31 may 2021: lot 1904560: (B)(4) items manufactured and released on 11-july-2019. Expiration date: 2024-06-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting instability due to laxity and the cause of the laxity is unknown. 1 year and 2 months after primary the surgeon revised the gmk-sphere tibial insert - flex s4l - 12 mm with a gmk-sphere tibial insert - flex s4r - 17mm to give the patient more stability. The surgery was completed successfully.